Event description:
Pt undergoing right tympanoplasty surgery with the aid of a leica microscope. At the completion of the procedure, it was noted that the skin on the upper portion of the ear was slightly denuded and there was a slight burn behind the ear. This burn was felt to be due to the heat produced by the microscope light. The microscope was inspected by the MFR and confirmed a software failure. Pt was sent to a plastic surgeon for eval and treatment. Initial impression is that no permanent harm occurred.